Manufacturer narrative:
(B)(4). Investigation summary: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. No samples / photos of the 367815 tube, batch # 0024623 were returned for review. Bd was able to duplicate or confirm the customer¿s indicated failure mode with 1st and 2nd stopper pullout testing of 29 retention samples. 6 out of the 29 retention samples failed the 1st and 2nd stopper pullout testing and did exhibit caps loose, thereby confirming the reported issue of cap loose. Bd was able to confirm the customer¿s indicated failure mode of loose caps with testing of the retention samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, there was stopper creep out or loose closure. The following information was provided by the initial reporter: translated to english. The customer stated: "cap loose."